Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).

Event description:
New information notes that the lead was explanted and replaced. During the extraction and utilization of laser, there was difficult getting it over the sheath and caused damage to insulation. The physician noted possible externalized conductors, fluoroscopy was not performed to confirm. Patient was doing fine post-procedure.

Event description:
It was reported that an asymptomatic patient presented with increased pacing lead impedance and capture threshold. The patient will be monitored with routine follow-up.